Event description:
St. Jude implantable defibrillator, model cd2211-36q, rv7120q/58, ra-lead 1688tc/46, implanted (B)(6) 2013. Device causes burning sensation on daily basis. Area is sensitive to touch 16 months after implant. Armpit aches. Device subject to firing with slightest exertion, causing extraordinary pain. The pain causes falls and injuries. Device fired soon after implant suffered 50-plus electrical zaps of 800 volts in 16 months. Each episode increases damages to my heart. It causes different types of heart seizing events and the latest, on (B)(6) 2014, was a particularly deadly variety not often survived. It has caused me to become a recluse, no longer driving or socializing or working or engaging a relationship. Necessitated move from (B)(6) to have family assistance.